Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue. A second clip delivery system (cds) was advanced and placed lateral to the first clip. When establishing final arm angle (efaa), the clip opened to 180 degrees. The clip was opened and inverted, then the cds was retracted to the left atrium (la). Efaa was attempted again two times while in the la however was unsuccessful therefore the cds was removed. Another clip was implanted without issue, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported unintended movement- clip open-efaa. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaint reported from this lot. Based on the information reviewed and without a confirmed failure mode, a cause for the reported unintended movement - clip open-efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.